Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient's dental implant was mobile. The implant was removed three months after initial placement. Pain was also reported.